Event description:
It was reported that the patient had a stroke following their spinal cord stimulation (scs) implant procedure. The patient was discharged from the hospital and transferred to a rehabilitation facility. No additional information is available.